Event description:
Patient reported their gums are messed up and their teeth are getting worse instead of better. At check in patient marked true to sensitivity and gingivitis. They are no longer interested in continuing. Requested letter of recommendation to cease treatment. This is a contraindicated patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.